Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low platelet results of 40,000 (without an instrument generated flag on (B)(6) 2010) and 55,000 (with an instrument generated replacement (r) flag on (B)(6) 2010) for the same patient generated by the act 5diff cp instrument. Both erroneous results were reported out of the laboratory. The lab performed manual platelet estimates of 300,000 on both specimens ((B)(6) 2010) and corrected reports were sent out. The laboratory stated that the patient's previous platelet result was 300,000. According to the customer, a few large platelets were seen on the manual smear. There was no effect or change to patient treatment or effect on the user.

Manufacturer narrative:
The specimens were collected in 4ml edta vacutainer tubes. Qc was run before and after the event and recovery was within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Service was dispatched for this event. The root cause is unknown at this time. Per bci labeling for interfering substances, excessive numbers of large platelets: may cause an erroneous low platelet count since these large platelets may exceed the upper threshold for platelet (plt) parameter are not counted.